Manufacturer narrative:
The device was returned for analysis. The reported unknown failure mode was confirmed as a cuff miss. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the electronic proglide instructions for use indicates the use by symbol which is next to the expiration date. In this case, it is unknown if the use after expiration contributed to the reported event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Event description:
Updated event description: it was reported that suture placement in the mildly calcified right common femoral artery was attempted with 6 proglide devices using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the suture was not present when the plunger was removed on some of the proglide devices. Additionally, some devices had issues to cut the suture. It was not specified how many devices had each issue. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 18f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Return analysis of one of the proglide devices (cn-082992) identified a posterior foot break and cuff not returned. The location of the detached foot and cuff is unknown. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional 5 proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using 6 proglide devices relative to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, an unknown failure occurred. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.